Manufacturer narrative:
The account found the relay at the side com power control board activates but no call is placed. The account stated they found a bent pin in the universal television junction assembly. Three attempts have been made to contact the facility with no feedback received. Based on this information, no further action is required.

Event description:
The acocunt reported the bed will not place a nurse call. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).